Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The device passed displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 412 mg/dl. Customer stated that she got into a pool with the pump and forgot to take it off. Customer stated that it started working on sunday and stopped working in the evening. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).